Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient called the implant center due to "high watt" alarms and dark urine.  The patient was subsequently transferred to the intensive care unit (ICU) for lysis therapy. The patient remains hospitalized. Controller log files were sent. Preliminary log file analysis performed on june 6th, 2017 revealed 27 high watt alarms had logged since (B)(6) 2017.  The patient reported anxiety as a result of the event. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the site suspected pump thrombus. The patient also developed renal insufficiency as a result of the event. Lysis therapy was unsuccessful, therefore, the decision was made to exchange the pump on (B)(6) 2017. The patient was reportedly stable in the intensive care unit (ICU) following the pump exchange. The patient subsequently underwent a planned cardiac transplantation on (B)(6) 2017. Of note, the site did not suspect thrombus of the replacement pump. The patient was scheduled to be transplanted and "an offer for a good graft was done", so they decided to transplant the patient. Removed information entered in initial report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 and twenty-seven (27) high watt alarms have been logged leading up to (B)(6) 2017. Of note, additional information received indicated that the site suspected pump thrombus. The patient also developed renal insufficiency as a result of the event. Lysis therapy was unsuccessful; therefore, the decision was made to exchange the pump on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.